Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. The cause of bg was unknown. Customer attempted to address the bg with a glucagon injection. The customer went to the emergency room. Customer was treated with intravenous fluids of saline. Reportedly, the customer was released on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.